Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage occurs in the main unit outer cover (cover r), main unit outer cover (cover r) is damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head showed a color bar. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information related to the changes made in the investigation. Updated fields: g3, g6, h2, h6 (removed c19- investigation finding, d14- investigation conclusions, added c0201, c0601 (investigation findings) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it was presumed that the color bars appeared due to charged coupled device and the cable were faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.